Manufacturer narrative:
(B)(4). The customer reported a pt death occurred. The customer indicated that at the time, the primary monitoring device which was the mp70 bedside monitor was operating normally but the customer noted that waveform and numeric info was not displayed at the central and after the incident, data was not available at the central. The hospital staff have indicated that this issue did not cause the death. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the primary monitor device did not display waveforms and numeric info for a pt incident, which resulted in a pt death.